Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation procedure, a versacross connect for faradrive was selected for use. It was noted that when attempting to load the versacross rf wire into the versacross dilator, it would not go in. A coating issue on the outside of the wire that was preventing it from going into the dilator. The procedure successfully completed using original method and/or device. No patient complications occurred. The device is expected to be returned for analysis.